Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the air dermatome on august 2, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications but on the low end; the motor did not run at first. The control bar was in the correct position. The customer width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on august 2, 2019 which included replacement of the poppet, screws, throttle hinge gasket, throttle hinge, needle bearing, reciprocating arm, poppet spring, o-rings, poppet housing, swivel, motor sleeve, motor, bearings, internal retaining ring, spring seal, vespel bearings, semi-circle bearings, and adjustment cams. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor operated within specifications but at the lower end and also did not initially run when tested. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit was not working properly. The event occurred during testing. There was no harm and no delay reported. The investigation identified the motor speed was within specifications but on the low end; the motor did not run at first. No adverse events were reported as a result of this malfunction.